Manufacturer narrative:
The concomitant spine clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, that the driver was worn which could cause an issue when attaching the clamp. There was no patient present at the time of the issue.